Manufacturer narrative:
Additional information: a2, a4, b5, d1, e1, h6

Event description:
Additional information was received, patient received coolsculpting treatment to the inner thighs date is (B)(6)2018 using the coolsmooth applicator and was diagnosed with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A treatment provider reported a patient was treated with coolsculpting and was presented with paradoxical adipose hyperplasia post coolsculpting.